Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient contacted lifescan (lfs) (B)(4) to report that the patient¿s onetouch verioiq meter displayed an apply sample message. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed the problem with the meter started at 11am on (B)(6) 2016, when the patient attempted to test her blood glucose level and obtained the alleged error message. The patient manages her diabetes with insulin pump therapy. The reporter indicated that as a result of the alleged issue, the patient guessed her insulin intake on two occasions; at 11am the patient administered 4.85 units of humalog insulin and at 5:10pm, she administered 6.70 units of humalog insulin. The reporter denied that the patient had developed any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. The csr also noted that the patient was using the correct test strips, she described the correct testing steps and the test strips completely drew in the sample. However, when the csr walked the reporter through a retest, the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.